Event description:
It was reported that during a labrum refix surgery the anchor did not hold and came out again. Per complaint reporter there was no harm for patient, operator or third party.the surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, suturetak, ar-2923bc-1, batch 15295114, was returned for investigation. Visual inspection identified that the anchor was detached off from the device. Functional testing was not performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion. Per dfu-0054-eo; revision 5: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.